Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of provided pictures. Visual examination of the pictures identified signs of being implanted as well as significant wear such as nicks, gouges, scratches, and pitting. Device history record (DHR) was reviewed and no discrepancies were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall fit and alignment are maintained. Bone quality is osteopenic. There is suspected poly wear as noted. No loosening, abnormal radiolucency, or malalignment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right tka on an unknown date. Subsequently, the surgeon suspected poly wear, so the bearing was revised.